Event description:
The facility's biomedical tech reported an infusion pump with a report of no alarm for the downstream occlusion found during biomedical testing. The hospital representative stated they have no record of any pt incident involving the pump since the last baxter service event.